Event description:
During placement of a radial artery catheter, medical personnel experienced difficulty advancing the catheter. The catheter had to be removed and it was noted to be significantly bent.